Manufacturer narrative:
The insulin pump functioned properly and passed functional test including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No delivery alert functioning properly during testing. However, the insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call bent cannula and absence of no delivery alarm. Customer's blood glucose was as high as 315 mg/dl. Customer removed the infusion set and realized they had a bent cannula. Customer performed and passed the high pressure test. Troubleshooting for absence of no delivery was performed. Customer changed out their entire set and does not need additional help. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.